Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a female patient, (B)(6), who used super polygrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. Approximately five years prior to reporting, the patient received dentures and began using super poligrip and fixodent on an unknown date. An unknown time later, the patient was diagnosed with "neuropathy attributed to excess zinc and resulting copper depletion attributable to super poligrip and fixodent." According to the claim, the pt "now suffers from profound and permanent neurological and other injuries attributable to her super poligrip and fixodent use" which made it unable for her to perform her normal, customary, and daily activities. This case was assessed as medically serious by gsk. Super poligrip and fixodent were discontinued on an unknown date in early 2009. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).